Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The device was returned on the guide wire with the distal part still inside the introducer sheath. Dried contrast medium is seen in the distal part of the balloon. The balloon is compacted at the distal end and the tip of the introducer sheath is deformed. The shaft of the passeo-18 ruptured 11cm proximal to the tip. The outer shaft of the proximal fragment is lengthened and the outer shaft is narrowed for approximately 12 cm up to the fracture site. Both, the distal and proximal fragment could be removed from the guide wire. Due to the rupture of the device the deflation time could not be measured. However, due to the dried contrast medium in the distal part of the balloon it is assumed that the balloon was not completely deflated before withdrawing the device. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. It is assumed that the applied negative pressure was not maintained adequately to assure that all inflation medium was completely removed. A not proper deflated balloon may lead to the reported withdrawal difficulties and fracture of the device. However, the final root cause for the reported event could not be determined.

Event description:
Ous MDR - after implantation of a 7/40 stent in the distal sfa the passeo-18 7/40/130 balloon was used for post-dilatation. The balloon was deflating too slow and stuck at the distal end of the sheath during withdrawal and ruptured. No patient injury was reported. The patient was discharged home. The fractured distal part of the balloon catheter was removed together with the introducer sheath. No device parts remained in the patient. Patient is a (B)(6) male.